Manufacturer narrative:
Problem statement: it was reported to philips that the ECG connection failed in self-test. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown). No, there was no patient involvement. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no, there was no adverse event. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Yes, no, unknown. If no or unknown, provide explanation) no, there was no adverse event. This (B)(4) is duplicate of (B)(4) as the same issue was reported from different method. Please refer to it's child pr# (B)(4) for full details with received mdn no.: (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ECG connection failed in self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.